Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis further inspection did not find scratched proximal clevis and dislodged conductor wire.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found scratched proximal clevis and dislodged conductor wire. The complaint was confirmed by failure analysis. Common causes of broken - distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's cable broke while in use. The customer completed the procedure with no further issue reported. No fragment(s) fell inside the patient. No known impact or patient consequence was reported.